Manufacturer narrative:
The associated journey ii visionaire cutting block kit was returned and evaluated. A visual inspection of the product confirmed the stated failure as the cutting block is fractured in three pieces. All broken pieces were returned with the complaint. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that it was discovered that the break was due to insufficient sintering of the material layers during the manufacturing process. Root cause is identified as production error. Smith and nephew has taken steps to correct and reduce the occurrence of the issue of cutting guides breaking intraoperatively. Smith and nephew noted that the powder feed system for the manufacturing equipment will need to be improved to increase the blending of the material mixture. Smith and nephew is currently having consultation with the manufacturing equipment manufacturer regarding a system that will improve material mixture and delivery. At this time we feel these actions will prevent recurrence of this failure. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the femur block fractured severely at the cutting slot. Block broke in half at cutting slot. There was no delay to procedure and device backup was available.